Event description:
It was reported that the patient had been experiencing intermittent stimulation since she fell ¿backwards over the dog¿ two weeks prior to this report. The reporter stated that impedances greater than 4000 ohms were measured on electrodes 0/1 (4072 ohms, tested at 1.5 volts) and 0/3 (6957 ohms, tested at 1.5 volts). It was noted that there was a possible open circuit. The patient was able to get stimulation back after reprogramming around the high impedances (0+, 2-). (B)(6) 2013: e1a (rep): it was reported that there no malfunctions seen and the only intervention taken was reprogramming around electrode #3. The reporter stated that the patient was doing well.

Manufacturer narrative:
Product ID: 3587a, lot# l42732, implanted: (B)(6) 1997, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).